Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer was feeling dizzy and nauseous. The customer treated the high readings with a pen. Customer's blood glucose was 515 mg/dl at the time of the incident. The customer also reported the insulin pump alarmed no delivery. Customer completed troubleshooting for high blood glucose readings and no delivery alarm. Customer declined to perform high pressure test, ran a self-test and passed. Customer wanted an insulin pump replacement. The customer will return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.